Manufacturer narrative:
Conclusions: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).

Event description:
A needle stick injury occurred to an environmental services worker as the general waste bins were being emptied.